Manufacturer narrative:
The customer¿s request for a log review was performed; although the customer did not allege a device malfunction and did not provide the intended programming parameters, review of the log entries shows a probable overinfusion based on the user selecting custom concentration for the reported drug and entering the concentration as 2mg/90ml instead of the reported 100mg/100ml. Log analysis of the pcu shows the pump module was added on 20apr2015 2:42pm; one other channel was already infusing an unknown drug at 75ml/h with a vtbi of 950ml. Morphine ivpb was programmed for drug amount 2mg, diluent volume 90ml, duration 60min, and yes to a guardrails alert "rate is below guardrails limit of 180ml/h, calculated rate of 90ml/h". The infusion completed in one hour as expected for the programming and the device's channel off key was pressed. The primary volume infused was 91.616ml. At 4:33pm, the first device's channel off key was pressed which powered off the pcu. No further infusions were found in the log from either device.

Event description:
The customer requested review of a device log for a patient event; available information is quite limited however reportedly there was an order for a morphine infusion, 100mg/100ml, which was started at approximately 2:40pm. The nurse went into the room approximately 1 hour later and the pump "was infusing at an incorrect rate". There is no information available as the what the correct rate or dose was, and no information on whether the incorrect rate was too fast or too slow. The customer stated that it is "unknown if it was a user error or third party alteration of pump". There was no patient harm.

Manufacturer narrative:
The event logs and customer's dataset have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.